Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that in the afternoon around 3:00 pm, the patient was at work when he passed out and experienced a seizure shortly after eating lunch. His dexcom glucose monitor showed a reading of 60 mg/dl at the time. The patient thought, based on the symptoms experienced, that the actual bg reading must have been lower than the cgm reading provided. An ambulance was called, and he was transported to the emergency room. The patient reported that he does not recall whether a manual glucose reading was taken at the hospital, but he was treated with glucose. He was discharged from the hospital on (B)(6) 2025 and was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had seizure. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.